Manufacturer narrative:
(B)(4). (B)(6). Field service specialist (fss) visited the account and the galvo block was troubleshooted and a analog board failure was detected. Analog I/o board was replaced. The system was tested, aligned and released for surgeries. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that elliptical flap was created in right eye. Surgeon aborted right eye procedure and cancelled the left eye. They also reported abnormal pocket and diameter 6.2 at the vertical axis and 8.8 at the horizontal axis. During follow up it was found that 30 days after the event the doctor performed the flap procedure again, in different depth and both eyes were performed successfully.